Event description:
It was reported by the rep that the (1) tct75 was used during a pulmonary resection procedure. It was reported that the surgeon closed the instrument on the lung and attempted to fire, but experienced premature lockout. The case was completed with another device and with no pt consequence.